Event description:
The customer reported that he was involved in a car accident after experiencing hypoglycemia and losing consciousness. The customer stated that he ended up driving about 40 miles past his intended destination. The customer was treated by the paramedics at the scene of the accident. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The (B)(6) reports were reviewed, and found that the customer's sensor glucose levels never reached the low glucose limit of 80 mg/dl that day. Explained the testing to the customer, and advised to call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.